Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 broke. The c-ring broke while taking branches. No pieces fell into the patient based on visual inspection. They retrieved all of the c-ring. The only delay was the time to open a second kit. Account opened a second kit to complete the procedure without further incidents. No patient injury reported.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 03/11/2022. An investigation was conducted on 08/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring cut" was confirmed. The lot # 25162136 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.